Event description:
It was reported that the user experienced repeated insulin delivery interruptions on the ilet, including occlusion alerts and consecutive alert 38 (stalled motor alerts), which persisted despite multiple restarts, dry runs, and full supply changes with contact detach steel infusion sets; blood glucose was initially unaffected and later elevated to approximately 200 mg/dl, and the user transitioned to subcutaneous insulin by pen. Customer care provided support that included technical troubleshooting, supply replacement, tubing priming checks, air bubble checks, dry runs, and infusion site replacement. Investigation of this case revealed that occlusion and motor stall alerts recurred with new supplies, while dry runs were successful, suggesting delivery impairment under use conditions. No symptoms associated with hyperglycemia reported. Outcomes included the need for alternative therapy and disruption of insulin pump therapy. It was concluded that the device performance was inconsistent in use and that replacement of the pump was warranted while the user continued glucose monitoring with a dexcom g6 cgm.